Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated an alarm and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The power supply was returned for investigation. A visual inspection was carried out on the returned component and no anomalies were found. The battery was installed into a test ventilator and the device was powered on and passed testing. The ventilator then intermittently had the exhalation and safety valve open and close. The battery was returned to the vendor and the malfunction could not be duplicated.